Manufacturer narrative:
The device has not been explanted. If it should be explanted. It is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt has no hearing sensation. There has been no report of an accident. The wound area, is however, oozing. Nine of the electrode channels have increased impedances.